Event description:
It was reported that during da vinci-assisted incisional hernia surgical procedure, the customer encountered an error. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed errors 48100, 48101, 23003. The tse instructed the customer to test the endoscope used for resistance on the scope-shaft-spin. If there was resistance when they spun the shaft, they should return the scope as it was causing resistance. The customer also stated that at one point during the procedure when they tried to flip the scope 30-degrees up/down, the scope would flip back on its own. The customer recovered error and completed case. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer was able to recover from the error and completed the case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.